Manufacturer narrative:
Investigation: visual inspection: some deposits on the inlet, but no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. During the test bloody liquid was flushed out. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. Some deposits on the inlet, but no significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, the brake functionality and braking force. The valve operates as expected and met all specifications. Finally, we have dismantled the valves. There were no visible deposits observed inside the progav 2.0 and minimal visible deposits within the shuntassistant 2.0. Based on our investigation, we are unable to substantiate the clinical claim of non-adjustability. At the time of our investigation, the valve was able to be adjusted to all specified settings. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 sys sa2.0 25 & sprung reserv. (Part # fx577t) was implanted during a procedure performed on (B)(6), 2021. According to the complainant, the valve adjustment was not possible. The patient underwent a revision procedure on (B)(6), 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Implantation: (B)(6) 2021. Explantation: (B)(6) 2021. Age: (B)(6) weight: (B)(6) height: 170 centimeters (cm). Gender: female.